Manufacturer narrative:
The issue reported was the patient table was at its lowest level when the operator pressed the load foot pad to move the couch vertically. The couch generated a loud noise and moved vertically down to its lowest level. The operator could not move the couch back up from this position. The system was in clinical use when the issue occurred, however, there was no harm to the patient or the operator. A philips field service engineer (fse) inspected the system onsite and confirmed the ball screw had fractured which caused the event. The fse replaced the ball screw assembly, couplings, vertical assembly, bearings and corner pedestal covers. Following the repair, the system was tested successfully and returned to the customer for use. The couch, at a later date, was replaced with a bariatric couch. There have been no further issues reported due to the ball screw failure. In a similar incident (such as reported in this case), a philips fse collected the vertical ball screw and bearing parts and returned them to the suzhou (sz) factory for a failure analysis. Analysis confirmed the vertical ball screw was fractured and a further material analysis was performed by a 3rd party lab (suzhou metal service co.ltd). According to the analysis, the ball screw failure was caused by a fatigue fracture. In addition to the analysis, ball screw inventory was checked and the parts met drawing specifications. Therefore, a material and supplier quality issue was excluded for root cause failure. Couch manufacturing process for ball screw alignment and installation were also checked through tolerance stack up and production couch alignment accuracy measurement. The calculation determined the production alignment met specification. Sampling checked the production couch measurement accuracy, and all were within specifications. Therefore, couch manufacturing was excluded for root cause failure. After reviewing all event details, philips engineering confirmed there were no new failure modes. During the site inspection, the philips fse found the upgrade kit was not installed on the couch in the previous ball screw replacement and the alignment of the ball screw replacement was not performed per the service manual; the alignment tool was designed to avoid misalignment during ball screw replacement. Additionally, the philips CT system is intended to be used and operated only in accordance with the safety procedures and operating instructions given in the instructions for use for the purpose for which it was designed. Operators of the philips system must have received adequate training on its safe and effective use before attempting to operate the equipment described in the instructions for use. The philips systems should not be used if any of the following conditions exist or are thought to exist. ¿ the preventative maintenance program is not up-to-date. ¿ if any part of the equipment or system is known (or suspected to be) operating improperly. ¿ during all movements of the gantry and the patient table (automatic and manual), keep the patient under continuous observation. Make sure that the patient is strapped securely to avoid dangling of the hands. ¿ ensure that the patient is placed securely on the patient table and is not in danger of falling. In conclusion, the root cause of the ball screw failure was determined to be fatigue due to misalignment from no use or partial use of the ball screw service install kit. A review of the risk management file indicates the issue reported by the customer is of low potential severity, which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Therefore, based on the investigation¿s conclusion, this issue has been determined not to be a reportable event.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the system and confirmed that the couch (patient support) could not be raised upwards vertically. The fse observed that the vertical ball screw was broken. The fse replaced the couch (patient support) per philips corrective maintenance manual and then tested vertical couch motion and returned to customer for clinical use. Note: this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that while moving the table vertically up direction using the footswitch, the CT couch moved downward to its lowest position with a loud noise. The system was in clinical use however there was no report of harm. We are considering this event reportable out of abundance of caution. Philips has started an investigation of this complaint.